Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. No technical inquiries were received from the customer. Five opened probes with tip protector in a tray were received for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation and conforming for aspiration and cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge, bend area and several other areas on the inner cutter. Sample 2: the sample was not within the final lot number reported based on radiofrequency identification (rfid) tag identification; therefore, no sample evaluation was performed. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three functional tests. The probe engine was disassembled, and the components were inspected. Diaphragm, spacer, and o-rings are all intact. Sample 4: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge, bend area and several other areas on the inner cutter. Sample 5: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed at bend area on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is excessive use of probe by user. Sample 1: the complaint evaluation does not confirm that probe had a cut or aspiration failures and indicated an actuation failure. The cut and aspiration functions of the probe were conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow and not cut at the time the reported event was observed. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2: since the sample associated with the reported product and lot number was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. Sample 3: the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. Sample 4: the complaint evaluation confirms that probe had a cut failure and does not confirm an aspiration failure. The root cause for the no cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 5: the complaint evaluation confirms the probe had a cut failure and does not confirm an aspiration failure. The exact cause of the cut failure cannot be determined from the evaluation performed. No further investigative or manufacturing actions are warranted at this time as sample 1 and 3 were conforming for cut, sample 1, 3, 4 and 5 were conforming for aspiration and the observed cut failure of sample 4 was due to excessive use of the probe by the user and the exact root cause of the cut failure of sample 5 could not be determined. Per the directions for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the probe could not cut and aspirate during cataract and vitrectomy combination surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).